Manufacturer narrative:
Insufficient information is available to evaluate this complaint. Additional clinical and technical information has been requested. If additional information is provided, it will be reported in a follow-up MDR.

Event description:
It was reported that xcm biologic was implanted in a pt for an unknown reason. Approximately 4 to 5 days after implantation, the mesh dissolved. The remaining mesh material was explanted and replaced with a synthetic surgical mesh. No other information is available as of the date of this report.